Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20593219, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead repositioning procedure wherein the leads were repositioned in ports a and b, and impedance readings on all contacts were then within normal range. The patient was doing well postoperatively and stimulation was provided to target pain areas. The leads remain implanted and in use.